Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased rv capture threshold was noted. A separate pace/sense lead was implanted. The patient's condition is fine after the event.